Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. User obtained a 3.5x24mm veriflex monorail stent delivery system to treat an unspecified coronary artery. As the device was being prepped, it was noted that a stent strut was lifted up. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. User obtained a 3.5x24mm veriflex monorail stent delivery system to treat an unspecified coronary artery. As the device was being prepped, it was noted that a stent strut was lifted up. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 1cm distal to the distal edge of the proximal markerband. The stent was bunched at approximately 6mm distal to its proximal edge. No other damage was noted with this device. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).